Event description:
It was reported that during a da vinci hysterectomy procedure, the cable snapped from the megasuturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the distal idlers. Idler pulley spun freely and did not exhibit any damage. Cable segment stuck out at the wrist. The other cables at the wrist were undamaged. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.